Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race- unk. Date rec¿d by MFR - this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -7.00/1.5/091 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).